Event description:
Explanting physician reported rupture diagnosed via ultrasound and MRI and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as surgical impact opening. Shell thickness was within specification. Missing shell assessed as inconclusive. As per the investigation procedure, non-penetrating nick, creases, wear abrasion and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported rupture diagnosed via ultrasound and MRI and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.